Event description:
It is reported that the patient was hospitalized on (B)(6) 2026 for low blood glucose levels upto 40 mg/dl and was treated with glucose intake. The patient also experienced weakness, vomiting, stomach pain and dizziness. The patient was hospitalized for more than 24 hours in the hospital.

Manufacturer narrative:
E1: patient city: (B)(6). Establishment name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.